Event description:
Free style libre 2 sensor prematurely ended 9 days early without alarming of low sugar, which allowed blood sugar to drop to 14, which had a bearing and direct cause of death. Though not my wife's only problem the low sugar sensor not functioning properly had a huge roll in her coma of 4 days, and death. This was the 3rd time in two months she has malfunctioning sensors. The freestyle libre 2 company was promptly notified each time. They replaced the sensors and or meter each time, but never acknowledged a problem with their sensors except for stating they have a new updated model coming soon. Regardless this did not stop my wife's premature death due to their faulty sensors. My wife has been under weight for the entire 36 years that we were married. However, regardless of this problem the sensors which did not work correctly and prematurely ending without notice had a direct bearing on my wife's death. Ref report: mw5150729.